Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. Most probable cause is due to another device being introduced into the catheter and getting lodged. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cardiac resynchronization therapy (crt) procedure, a vein selector catheter tip detached within the patient. The physician had acquired successful antegrade venous access via the subclavian vein. A generator pocket was fashioned within the infraclavicular area parallel to the middle third of the patient's clavicle, the guidewire was then introduced under fluoroscopy, and the vein selector was introduced for targeted vein selection. The anterior lateral vessel was successfully selected. During manipulations for pacemaker lead purchase, the tip of the veinous selector detached within the patient's coronary sinus but remained on the guidewire. The physician successfully removed the foreign body from the patient with a 2mm coronary balloon. The crt procedure was successfully completed. No additional consequences to report.